Event description:
It was reported that when reviewing medical records there was a difference noted between the time the medication was scanned into the electronic medical record and the time the pump recorded the infusion. The issue was preliminarily investigated by the bd interoperability consultant and determined that clinicians were likely using the delay until function of the pump and that this was not being recorded in the electronic medical record. There was no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned.